Manufacturer narrative:
The reported complaint of "the lifebands did not retract, and the autopulse platform (sn: (B)(4) displayed an unknown user advisory (ua) error message" was confirmed during the archive data review and functional testing. The archive showed multiple fault code 16 (timeout moving to take-up position) errors to have occurred around the customer's reported event date. The fault code 16 error was replicated during the initial functional testing of the device. The root cause of the error code was corrosion on the brake housing area of the drivetrain motor, which caused the brake gap to freeze. As a result, the lifebands could not retract, confirming the customer's reported complaint. A review of the autopulse platform archive revealed that frequent daily checks were performed by the customer, but the storage condition of the platform is unknown. This type of corrosive damage is indicative of storing the device in a location with high ambient humidity. Therefore, user mishandling cannot be ruled out, as storing the device in a less humid place can prevent potential brake housing corrosion. There was no physical damage observed on the returned autopulse platform during the visual inspection. The autopulse platform failed initial functional testing due to the fault code 16 (timeout moving to take-up position) error; thus, confirming the reported complaint. While powering on the autopulse platform, there was no brake activation. It was noted that the drivetrain motor had corrosion at the brake housing area. The brake assembly was seized from corrosion and contributed to the cause of fault code 16 error, which prevented the lifebands to retract. The corrosion at the brake housing area was removed using ipa (isopropyl alcohol). After removing the corrosion, the autopulse was subjected to a run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged for 15 minutes, and the platform passed the test without any issues. The archive data was reviewed and showed multiple fault code 16 (timeout moving to take-up position) errors to have occurred around the customer's reported event date; thus, confirming the reported complaint. Unrelated to the reported complaint, further review of the archive showed the following user advisories (ua) to have occurred intermittently around the customer's reported event date: ua02 (compression tracking error), ua18 (max take-up revolution exceeded), ua20 (position out of range), ua21 (position change does not coincide with motor direction), and ua23 (compression will exceed 3 revolutions). The error messages were not reproduced during the functional testing. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory (ua) 02 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the battery hangtag - advisory codes description and action, user advisory (ua) 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. Per autopulse user advisory list guide, user advisory (ua) 20 error message is due to the encoder drive shaft not being within the normally acceptable range of positions. Typically, this error occurs when the autopulse attempted to perform compressions with a cut lifeband installed which allowed the drive shaft to rotate out of operating range. Also, any internal component error or malfunction (encoder) the cause the drive shaft not to be at the home position will eventually lead to ua20. To clear a ua20 error code, return the drive shaft to home position using the administrative menu. Per autopulse user advisory list guide, user advisory (ua) 21 error message indicates that the computed compression target position exceeds allowable revolutions. At the end of take-up, the compression target position is computed. Typically, this error occurs as a result of an internal component error or a malfunction (position encoder). The ua21 error message can be cleared when the user press restart. Per autopulse user advisory list guide, user advisory (ua) 23 error message is an indication that the driveshaft travelled out of specified range to get to the calculated compression depth. Typically, this error occurs as a result of an internal component error or a malfunction. The ua23 error message can be cleared when the user press restart. Following service, the platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the two lifebands (lot # unknown) did not retract, and the autopulse platform (sn: (B)(4) displayed an unknown user advisory (ua) error message. Per customer, the lifebands were not tested in another autopulse platform. No further information was provided by the customer. No patient involvement. Please see the following related MFR reports: MFR # 3010617000-2020-00864 for the lifeband #1. MFR # 3010617000-2020-00865 for the lifeband #2.